Event description:
The complainant reported that during impella cp support for 76-year-old male patient, suction alarms appeared. There was flat motor current and reduced flows. The pump was repositioned but this did not resolve the issue. Staff determined that the pump may be experiencing some obstruction. The pump was therefore removed. The patient was on impella support for 17.53 hours before the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation for the impella cp has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed pump started and run without issue for about 3.5 hours, then flow suddenly dropped to 0.5 l/min with motor current (mc) spikes that triggered auto suction response and suction alarms. This event remained to the rest of the case. The pump was returned for evaluation. Visual inspection found a kink on can about 15 mm from outflow cage and cannula bonding site. No other issues were found on the rest of the pump. Pump ran without issue under bench test. The root cause of low flow was improper positioning during patient movement resulting in the pump deep in the ventricle and a kink in the cannula. Corrections to the initial MFR report: g1 MDR reporting contact email